Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer air dermatome unit gave a bad cut. Add'l clinical follow up with the hosp indicated that the dermatome produced a graft that was jagged and torn into pieces. The initial harvested tissue was used to complete the planned procedure. It was also reported that the blade was harking on the dermatome. There was no reported delay, increase in surgical time, or surgical intervention reported as a result of this issue.